Event description:
Related manufacturer reference number: 2017865-2025-10838. It was reported that the patient presented to an implant procedure. During the procedure, the patient's leadless pacemaker prematurely separated from the delivery catheter while maneuvering it inside the patient's body. The leadless pacemaker was then successfully retrieved, and a new one was implanted. The patient's condition was stable throughout procedure.

Manufacturer narrative:
The reported event of premature release was not confirmed. As received, a catheter was returned in one piece with no attached device and blood was noted in the distal cap and support coil. Dimensional analysis found all measurements within product specification. The functional test was performed and found the associated device was able to load, dock, extended tether, short tether, and release without difficulties. Visual and x-ray examination of the catheter did not find any anomalies.